Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect toxo igm results for two samples from pregnant patients. The following data was provided: on (B)(6) 2023 sid (B)(4) initial result was 7.32 index, repeated result sid (B)(4) 0.09 and 0.10 index (nonreactive). Sid (B)(6) initial result was 7.21 index, repeated results 0.05 and 0.05 index (nonreactive). No impact to patient management was reported.

Manufacturer narrative:
Service inspected the instrument and found the dispensing volume for of the 100ul trigger pump and pre-trigger pump was greater than expected. Service replaced the parts, and the issue was resolved. The 100ul trigger pump and pre-trigger pump were determined to be the causes of the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. Trending review did not identify any trends for the issue under review. The architect i1000sr erratic result rates were within acceptable limits with no trends identified. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no deficiency was identified.